Event description:
(B)(4). It was reported that after a percutaneous transluminal coronary angioplasty (ptca), death occurred. In (B)(6) 2009, the target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis, a length of 18 mm and reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 18/20 mm study stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel. The site reported an event of sudden death (cardiovascular) in (B)(6) 2011.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).